Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device has a service indicator present and would not complete the boot-up cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
It was later confirmed by the customer that they sent their device to a 3rd party service agency for repair; however, the customer was unable to provide physio-control with the repair details. Following repair, the device was placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.